Event description:
It was reported that the catheter was to be removed due to infection and that the catheter 'broke off into the intrathecal space'. It was unclear whether the catheter had actually been removed. Patient outcome was not provided. Medication was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).